Manufacturer narrative:
Innovative health, llc became aware on 04-mar-2022 of a report from (B)(6) on a agilis nxt device that experienced air bubbles in its sideport while in use during a procedure. Per the feedback received from the hospital, this device was reported to have been inside the patient when the air bubbles were noticed. Multiple attempts were made to gather more information regarding the event; however, information was unavailable. The device was unable to be evaluated and no results were able to be obtained. No injury was reported.

Event description:
The sideport of this device was reported to have air bubbles midway through the procedure while connected to a transducer. The tip of this device was in the left atrium when the physician flushed the sheath, resulting in air bubbles being noticed again after a few minutes. It was at this time that continuous flush was connected. No injuries were reported.